Event description:
Information was received that a smiths medical tracheostomy was leaking while in use. It was reported that an emergent tube change out occurred. Patient experienced bleeding and irritation at the site. The incident has been resolved.

Manufacturer narrative:
One tracheostomy tube was received for evaluation. Upon visual inspection of the cuff, it was noted that there are tiny scratches next to the small hole on the cuff. Perhaps caused by the device coming into contact with something sharp externally or from hard cartilage in the patient. Device underwent functional testing; cuff was unable to fully inflate, as air escaped from a small hole in the cuff. The reported customer complaint has been confirmed, and the problem has been determined to be unknown.